Event description:
Customer's spouse reported via phone, the insulin pump stopped working during the night. Customer's blood glucose was over 600 mg/dl. Customer's spouse sated they will call back to performed troubleshooting. Customer called back. She stated she delivered 15 units of insulin in the air and she didn't see any insulin drip last night. She treated with manual injection and current blood glucose was 121 mg/dl. Drive support cap was reported normal. Customer noticed small bubbles where the drops come out, was advised to performed fixed prime until bubbles were purged. No leaks were noted and the cannula wasn't bent. High pressure test was performed and device passed but customer requested the device to be replaced due to her being pregnant. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.